Manufacturer narrative:
Concomitant products: enpower cable (lot unk), unspecified detachment control box, unspecified microcatheter. It was reported that the device would be returned for analysis; however, the device has not yet been received. Additional information will be provided within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the coil embolization of a cerebral aneurysm, the surgeon positioned the presidio coil (pc410041230/ c25651), but noted that the coil could not be detached using an enpower cable (lot unk). The surgeon withdrew the coil and changed to a new coil and cable to complete the procedure. The cable had been used successfully to detach previous coils, but was not re-challenged to see if it would work with the subsequent coils. The pre-deployment check had been performed without issues. Upon pressing the power button, all lights illuminated and the system ready light illuminated. During the detachment cycle, the detachment light did not illuminate and it was unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. A continuous flush had been maintained through the unspecified microcatheter. The unspecified dcb was used to complete the procedure with the same microcatheter. There was no reported damage to the coil. There was no report of patient injury and no clinically significant delay in the procedure. The presidio will be returned for analysis; however, the cable was discarded by the customer, as the physician did not think the event was related to the cable.

Manufacturer narrative:
(B)(4). The device was returned for analysis on (B)(4) 2015. Complaint conclusion: as reported by a healthcare professional, during the coil embolization of a cerebral aneurysm, the surgeon positioned the presidio coil (pc410041230/ c25651), but noted that the coil could not be detached using an enpower cable (lot unk). The surgeon withdrew the coil and changed to a new coil and cable to complete the procedure. The cable had been used successfully to detach previous coils, but was not re-challenged to see if it would work with the subsequent coils. The pre-deployment check had been performed without issues. Upon pressing the power button, all lights illuminated and the system ready light illuminated. During the detachment cycle, the detachment light did not illuminate and it was unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. A continuous flush had been maintained through the unspecified microcatheter. The unspecified dcb was used to complete the procedure with the same microcatheter. There was no reported damage to the coil. There was no report of patient injury and no clinically significant delay in the procedure. The presidio will be returned for analysis; however, the cable was discarded by the customer, as the physician did not think the event was related to the cable. The presidio was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. The coil was returned undamaged. The detachment fiber was intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.2 (range 48.5/56.0) (mps-prp0243) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the systems ready green light remained illuminated and resistance passed at 51.8 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be detached could not be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle; therefore the root cause of the coil unable to be detached cannot be determined. In addition, without the return of the unspecified enpower dcb, the unknown enpower connecting cable, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. There was evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.